Event description:
Patient allegedly received an implant via the right internal jugular vein. Patient is alleging device unable to retrieve and embedded. Patient further alleges pain, cramps, physical limitations, unable to sleep, blood clots and amputation. Per a report from CT (computed tomography): "below knee amputation. Ivc filter placement. Evaluate ivc/clot." "An ivc filter is in place." Limited evaluation of the ivc, but no definite thrombus noted below an ivc filter." Per a report from CT 2: "ivc filter is in place with its proximal tip inferior to the renal veins. There is relative hypo density with the ivc superior and inferior to the filter suggest dvt. The hypodensity appears to extend distally within the right external iliac and femoral veins. The left iliac and femoral veins appear relatively homogeneous but are somewhat distended." "Thrombosis both superior and inferior to the ivc filter and extending distally in the right iliac vein. Dvt was identified on a previous lower extremity venous ultrasound." Per a report from venogram: "patient status post ivc filter placement I the remote past who has bilateral lower extremity amputations" "patient presents with venal caval thrombosis associated with filter and common iliac vein thrombosis on the left." "Inferior venacaval demonstrates a tulip filter in the inferior vena cava. There is a complete caval thrombosis associated with the filter and common iliac vein thrombosis on the left." "Ivc thrombosis is associated with a filter" "french multipurpose catheter was used to traverse the occluded vena cava filter and enter the left common iliac system." "Complete occlusion of the left common iliac vein" "stenosis at the cephalad aspect of the left external iliac vein" per a report from venogram: "extensive thrombus associated inferior vena cava and bilateral iliac vein thrombus. Status post initiation of thrombolysis bilaterally, presents for check. Patient reports good improvement in symptoms of leg pain." "First, the 8 french jugular sheath with the tip in the inferior vena cava below the level of the inferior vena cava filter was injected and digital subtraction angiography was performed which revealed good response to a overnight lysis with majority of caval thrombus dissolving with large volume residual thrombus within the ivc filter itself, with minimal extension above the ivc filter. There is a severe stenosis of the inferior vena cava just above the apex of the ivc filter favored to be secondary to peripheral adherent thrombus" "good response of the right common iliac vein and inferior vena cava to overnight thrombolysis. Moderate response of the left common iliac vein to thrombolysis. Given residual thrombus burden, decision was made to continue catheter directed thrombolysis per a report from venogram: "patient with inferior vena caval thrombosis associated with a vena caval filter placement greater than 10 years" " successful lysis of the inferior vena caval clot as well as the clot located with the ivc filter with restoration of rapid venal caval flow with residual caval narrowing or clot with the filter. Per a report form CT: "an ivc filter is redemonstrated. Of note, previously identified thrombus within the mid ivc below the ivc filter fills with contrast on today's exam".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, thrombosis/stenosis, occlusion, inability to retrieve, amputation, pain, cramps, physical limitations, unable to sleep, blood clots. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported amputation, pain, cramps, physical limitations, unable to sleep, and blood clots are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.